Event description:
It was reported that the patient experienced several atrial tachycardia and atrial fibrillation episodes. Review of the electrograms revealed atrial lead noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.